Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a (B)(4) indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. No adverse patient effects were reported.